Manufacturer narrative:
During investigation, the customer supplied 12 data files. Thermo fisher scientific's r&d team was able to confirm that three of the initial five suspected false positive results were false positive, as well as identified ten additional false positive results. On (B)(6) 2022. A field service engineer (fse) was dispatched on site to perform recalibration on the quantstudio 7 that the customer observed the false positive results on. Additional checks were performed, including the multi-channel arm (mca) stamping, spinnaker teaching, and the automated microplate heat sealer (alps) sealing. The fse found that the customer was using outdated inventory of the seal on the system. This outdated seal being used allowed for sample evaporation during testing which resulted in false positive results. After inspection and replacing the seal to the correct part number sku as outlined in the instructions for use, the issue was resolved.

Event description:
While utilizing the amplitude solution with the taqpath covid-19 high-throughput combo kit, a customer reported five potential false positive results tested on (B)(6) 2022. There were no reports of serious injury or death. Thermo fisher scientific was able to confirm that the false results were reported out of the lab and communicated to the ordering physician and/or patient.